Event description:
Doctor reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place without sequela. It was also reported that no further treatment is necessary.